Event description:
It was reported that the pt suffered "a moderate skin risk due to age and conditioning". Customer reported that the device was placed on the right foot, second and third toes of the pt and it was noticed that the areas were red and eroded tissue were hard at the part of sensor that rested on toes. Customer reported that the condition resolved in about "two days or so". There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.